Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure with the subject device at the user facility, the scope communication error e226 occurred. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated, and also found that there was a failure of the video connector socket of the subject device. Okr surmised that the failure might be caused the reported phenomenon.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus korea (okr), there was the possibility that this phenomenon was attributed to the failure of the video connector socket of the subject device due to the excessive stress being applied. If additional information becomes available, this report will be supplemented.